Event description:
Nurse and surgeon state that tonsillectomy was in progress on pt when removed esu tip from mouth, the tip was aflame. Insulation near tip appears to be melted. Erbe esu settings were 35 watt forced coag and 35 watt effect 2 cut, 45 coag spray.